Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("having them removed 6 november laparoscopically") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and dizziness ("lightheadedness"). The patient was treated with surgery (to remove essure device). At the time of the report, the medical device removal and dizziness outcome was unknown. The reporter considered dizziness and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media:dizziness, medical device removal" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("having them removed 6 november laproscopically") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In october 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and dizziness ("lightheadedness"). The patient was treated with surgery (to remove essure device). At the time of the report, the medical device removal and dizziness outcome was unknown. The reporter considered dizziness and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media:dizziness, medical device removal" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.